Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was recovering the patient's ins from an overdischarge. The patient decided to stop charging causing the ins to be over discharged. No symptoms were reported.